Event description:
The patient contacted animas on (B)(6) 2012 stating the ok keypad button was unresponsive. The patient stated the pump got wet and the audio bolus button was missing. The patient denied damage to the keypad. The patient reportedly wore the pump exterior to a garment and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4):evaluation revealed that the keypad buttons were responding to button presses as expected. The keypad cover was removed and no issues were found with the key contacts. The reported unresponsive issue with the ok keypad button was unable to be duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.